Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to confirm when the alleged error message first occurred. The patient manages his diabetes with oral medications, diet and exercise and took no action in response to his regular diabetes management regimen routine as a result of the error message appearing. The patient reported that on an unspecified date and time after the alleged product issue began he developed symptoms of ¿vision blurry¿. The patient stated on an unspecified date and time he visited his doctor and was given oral medication ¿two pills twice a day and one pill once a day¿ at the time of troubleshooting the cca noted that the issue was resolved when walked through a retest. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusion the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began.